Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was beeping, the infusion was complete, but the pump still showed infusion left. Per reporter, the cassette was empty, but the pump said it still had about 59.4 ml and 27 hours left to go. Per reporter, the device was disconnected, and a new pump was issued. The pump was running with the message, "air in line," displayed on the screen and was connected to a patient when the error/event occurred. Continuous infusion rate was 2 ml/hour. Total reservoir volume: 92 ml (had approximately 59.4 ml left). Given: approximately 42.6. Length of infusion: 46 hours. Per reporter, the pump was not used to prime the extension tubing as the tubing was primed manually by the pharmacy. The event occurred at the patient's home. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H3: product was not returned, and no photographic evidence was provided to aid in this investigation. No previous repair has been noted in the last 12 months. Product evaluation and problem confirmation cannot be performed. The error history log was not provided, and no evidence was provided for review. Probable cause could not be determined.